Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during fill tubing, the customer did not see insulin at the end of the tubing. Reportedly, the customer decided to deliver a bolus and the customer stated that insulin drops were seen at the end of the tubing. The customer declined further troubleshooting. The customer reported a blood glucose (bg) level of 60 mg/dl and the customer stated that the bg level was due to not eating breakfast. Reportedly, the customer ate breakfast to address the bg level.